Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument's tip was broken there was no report of patient involvement.

Manufacturer narrative:
Isi received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate or confirm the reported event. Visual inspection was performed and no damage to the grip tips was observed. Root cause was non-device related factors. An additional observation not reported by the site was also observed. The instrument was returned with a missing grip knob. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Visual inspection was performed and no damage to the grip tips was observed. Root cause is non-device related factors. An additional observation not reported by the site was also observed. The instrument was returned with a missing grip knob. The additional finding of the missing knob was investigated. Inspection of the grip input shaft found damage to the groove which may have been caused by the retaining ring being pulled over the top of the input shaft, likely due to impact to the knob. The root cause is typically attributed to mishandling/misuse. A review of the instrument log was performed. The instrument was last used (B)(6) 2021 and had 7 uses remaining. This complaint is a reportable event due to the following conclusion: failure analysis confirmed the instrument's grip knob was missing. The missing grip knob could potentially result in an instrument fragment falling inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.